Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they went to the hospital to treat the blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 81 mg/dl at the time of call. The insulin pump will be returned for analysis.